Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 2.0×20mm mini trek balloon dilatation catheter (bdc) was prepped per instructions for use. The balloon was advanced for pre-dilation with no resistance. The balloon was inflated once to 8 atmospheres and held for 5 seconds when a rupture occurred. Therefore, rotational atherectomy (rota) was performed and a new 2.0x15mm nc trek neo bdc was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. It was reported that after inflation, a balloon rupture was noted. Factors that may contribute to a material separation include, but are not limited to, inadequate balloon integrity, overinflation, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.